Event description:
During the initial procedure, the target lesion was located in the distal right coronary artery (rca). The physician inserted the catheter but was not able to cross the lesion. When the stent was removed with the catheter, damage on the proximal edge of the stent was observed. The stent was discarded, the procedure was completed without further incident.